Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported irritation. The cause of this event could not be determined. The data presented an 0x41 alarm and rotational sensor errors. The device was reset and rerun. The rerun data presented rotational sensor errors. Contamination was observed on the commutator cap. This contamination resulted in the rotational sensor errors and alarm. This would not contribute to the reported irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 26 mmol/l (468 mg/dl). The pod caused irritation while worn on the patient's arm for between 1 and 4 hours. As treatment, a new pod was applied and a manual insulin injection was administered.